Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus rhythm at 84bpm with motion artifact contributed to the false detection. The patient resides in a skilled nursing facility. The patient was sleeping and not conscious at the time of the event. The nursing staff heard the alarms and went into the patient's room, but the treatment had been delivered. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained in the skilled nursing facility and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained in the skilled nursing facility and will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Monitor, (B)(4). Electrode belt (B)(4): 01/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).